Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
Information was received from a manufacturer representative via a healthcare provider (hcp) regarding the delivery of morphine (unknown dose and concentration). The pump was uncomfortable in the patient's abdomen. The pump tilted sideways and stuck out whenever the stood. The patient made their hcp aware of the issue and the hcp confirmed the pump was situated sideways. A pocket revision was performed on (B)(6)2015 to resolve the issue. The pump was repositioned in the abdomen. The catheter was observed to coiled, "like the pump had been flipping, but not kinked." The issue was considered to now be resolved. The hcp had no further information. Additional information was requested from the hcp regarding when the tilted/flipped pump was first noted and if the cause of the issue was determined. History: non-malignant pain, post lumbar laminectomy syndrome, spinal pain